Manufacturer narrative:
The device was received in the not deployed position. The firing flat of the ratchet gear did not reach the firing position, so the needle mechanism did not deploy. Since the needle mechanism did not deploy, the cannula did not retract. All three batteries had lower than expected voltage. An external power supply was used in multiple attempts to download the data, but was unsuccessful. The current measured through the pcb was higher than expected. The data was unable to be downloaded. Corrosion was observed on the pcb. The timing and cause of the corrosion is unknown. It can not be conclusively determined if the corrosion contributed to the high current and the failure to download the device data.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient¿s blood glucose (bg) reached above 450 mg/dl while wearing the pod between 4 and 24 hours. It was discovered that the cannula retracted, which indicates a needle mechanism failure. As treatment, a manual injections were given and a new pod was applied.